Event description:
Light was in use during a procedure when the handle fell from the center of the light and hit the pt in the face. Pt was treated at facility and left stating her face felt sore. Pt went to an oral surgeon. Doctor diagnosed fractured tooth at the gum line. He then temporarily recemented the crown and pin and recommended the pt to visit her regular dentist. The dentist replaced temporary work with a dental implant and new crown.